Event description:
It was reported that this right atrial (ra) lead exhibited myopotential oversensing of noise resulting in multiple atrial tachy response (atr) episodes on the atrial channel. The nurse reported myopotential over-sensing can be reproduced with evocative maneuvers during the follow up. Programming changes were made to raise the a sensitivity from 1.5mv to 2mv and the evocative noise seems not to be marked. The physician will monitor the patient closely. No adverse patient effects were reported. Device remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).